Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure event observed during analysis. Final analysis revealed pulse generator alerts indicating that the device tripped elective replacement indicator prior to implant and end of service on the day of explant. (B)(4).